Event description:
Patient was implanted with the nalu peripheral nerve stimulator trial system on (B)(6) 2023 and had the system removed as planned on (B)(6) 2023. On 28dec2023 the firm was notified that the patient was at an acute inpatient facility for IV antibiotics for an infection. The patient reported to the firm that they believe the infection was related to the trial process. There were no signs of infection noted at the time of lead pull and there are no lab culture results available to the firm to confirm the type or location of the infection.

Manufacturer narrative:
It is unknown when the patient's infection symptoms were first noted. The firm was notified a full month after the system removal that the patient required IV antibiotics, seemingly indicating that the infection likely developed after the system was removed and is likely related to post surgical wound care. There is no indication that the nalu trial system is the source of the patient's infection.